Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range and the user was unsure of how to clear the alarm. Technical support educated customer on causes and resolutions for altitude alarms. Customer successfully cleared the alarm and resumed insulin deliveries.